Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: not applicable (n/a) the lens remains implanted. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with zxr00 27.0 diopter intraocular lens (iol) and experienced an unexpected post-op outcome. It was noted that pre-op the patient was +3.75. Target was plano and post-op is -3.00. The patient isn¿t unhappy with the result but wants to understand the miss before the second eye surgery. An exact date was not provided. Per medical review follow-up it was noted that the patient's unusual eye, short axial length and steep keratometry which can cause uncertainty in predicting the estimated lens position. The physician was not sure if the refraction acquired was pushing-plus, so it was advised to repeat carefully a pushing-plus manual refraction to determine the amount of myopic error. It was also discussed evaluating the capsular bag distension, plateau iris, malignant glaucoma, as these finding can cause the lens to sit further anteriorly as well. The physician will be seeing the patient again for further evaluation. No additional information provided.

Manufacturer narrative:
Based on new information received, jjsv representative spoken to the customer; the doctor just had a few questions regarding lens constants and targeting for this patient¿s second eye. The doctor will also likely be utilizing optiwave refractive analysis (ora) for the second eye. In regards to the first eye with the unexpected outcome, the doctor stated that the manifest refraction is now -1.75 ds and best corrected visual acuity (bcva) of 20/20 as opposed to the -3.00 ds initially reported. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.